Event description:
It was reported that the connection between a syringe component and a manifold was loose.

Manufacturer narrative:
It was reported that the connection between a syringe component and a manifold was loose. Reportedly, when the syringe was replaced, the connection issue was resolved. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. The syringe and the manifold involved in the reported incident were returned for evaluation. The two components were fully engaged with one another and not overtightened. The syringe was observed to have backed off the end port of the manifold and the two components were unable to stay connected. The reported problem/issue was confirmed, however, a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for (B)(4) on (B)(6) 2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.